Event description:
Procedure: pneumonectomy. According to the reporter: there was no trouble right after the surgery, no leak was confirmed. One month after surgery, bronchoscope was performed. Small stoma in "ecke" part of the staple line was found but no leak was confirmed. Several days later, stoma got wider. No leaks was confirmed. Several days later again, patient coughed up b shaped staple. No leak was confirmed. There was no abnormal with patient.

Manufacturer narrative:
(B)(4).